Event description:
It was reported that the customer's pump screen was not turning on despite several attempts to reset it. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternative method of insulin therapy.